Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an interventional procedure, the system displayed the error message "40005_243 - image buffer exhausted", informing the user that the pc is running out of resources. Normal system operation can and was restored by acknowledging the error message. The customer reported that the problem occurred twice, the first time on (B)(6) 2020 and the second time on (B)(6) 2021, when the system was used intensively. According to log file analysis no untypical system usage is seen. The reported error message was acknowledged within four seconds and operation could be continued without further problems. The fact that the pc ran out of resources may be due to the fact that several activities were running on the pc at the same time, e.g. Sending patient images (background jobs) and simultaneously delivering radiation at high frames per second. Since the pc had already been restarted, the ram memory had already been cleared and the problem could no longer be reproduced. To exclude any hardware issue, the pc was proactively replaced as part of service activity. The issue was not reported again. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. The user reported that no x-ray was possible during a surgical procedure. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.